Event description:
Device malfunction: none. Symptoms/ae: hyperperfusion syndrome. Time of ae: after the procedure. It was reported that 4 days prior to a left internal carotid artery stenting procedure, the patient experienced a stroke. Postprocedure, the patient reported having a headache. The evening of the procedure, the patient became compatable and was diagnosed with hyperperfusion syndrome. One day postprocedure, the patient had a worsening of symptoms which included increased right sided weakness and slurring of words. A CT scan showed no new areas of infarct. Physical, occupational and speech therapies were continued from prior to the procedure. Patient's stats is improving. Although requested, there is no additional information available.

Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. Headache and hyperperfusion syndrome are known potential adverse effects associated with the use of the device as listed in the instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.